Event description:
The user facility initially reports that "when locked in place, head is moving too much." Additional info: the equipment & supplies advisor reported that the pt's head slipped causing a 2 cm laceration that was stapled. The pt has no resultant complications from this incident.

Manufacturer narrative:
The unit was cleaned per the MFR's protocol. The unit was received with a worn hex bushing, and lock that moves. The ratchet extension arm passes the go no-go gage and has no visible cracks. The large starburst shows some wear but is still functional. All other components are functional. General maintenance and cleaning was required. The repair was needed because the hex bushing was worn from routine use of the unit.